Manufacturer narrative:
Additional information: device available for eval, returned to manufacturer on, device return to manuf., device eval by manufacturer, if other specify, imdrf annex a, b, c, d and g grids and manufacturer narrative (chr and DHR statements). Omit: a08 - calibration problem (2890), b17 - device not returned, c20 - no findings available, d15 - cause not established. A review of the complaint history for sn (B)(6) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 03mar2017. The review was performed from the date of manufacture to the present date 18oct2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Device evaluated by bd.

Event description:
It was reported that the device had failed plunger force test. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had failed plunger force test. There was no patient involvement.